Event description:
The patient felt shocking sensation and was having more pain in his legs from the implantable neurostimulator. The patient felt stimulation to his knees but not in his feet. There was no incident or accident related to this complaint. The implantable neurostimulator was programmed to have one group where he could increase/decrease stimulation parameters, which was less than the patient expected. Additional information has been requested. A follow-up will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).